Manufacturer narrative:
(B)(4). The mcm30 devices were returned for analysis inside the primary package. The secondary package (box) was not returned for analysis. The devices were inspected and the matched the information on the primary package. No further evaluation could be performed as the box was not returned for evaluation. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown procedure, the product code sticker doesn't match the product code on the box. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.